Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he performed a control test with the contour next one meter and obtained a reading of 206 mg/dl at 7:04 p.m. The meter did not automatically mark it as control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter, in-house contour next test strips and in-house contour next control solution from lot # 2bv2g94, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control results.